Event description:
New information notes that the intermittent capture and high pacing impedance was also noted.

Event description:
It was reported that the patient presented in clinic. It was noted that fracture was noted on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.